Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that all conductors distorted, there was blood/body fluid on all conductors (not obstructed), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.